Event description:
Leaking pens[device leakage], ([blood glucose increased]). Went into dka in the past over occasional leaking pens [diabetic ketoacidosis]. Case description: medical device info: class iia. This spontaneous case from the united states was reported by a pharmacist as "leaking pens", "high blood sugar readings while on vacation", and "went into dka in the past over occasional leaking pens", and concerns a female, pt, treated with novolog flexpen (insulin aspart, rapid acting insulin), from unk date to ongoing and novofine disposable needle (type and therapy dates unk) due to "diabetes mellitus". Pt's height: not reported. A pharmacist reported that the pt had leaking pens and as a result, had high blood sugar readings. The pt's husband also reported that his wife has gone into diabetic ketoacidosis (dka) in the past "over the occasional leaking pens" (no further info provided). The pharmacist could not provide any more event info and did not have the pt's or physician's contact info as the pt was only on vacation in (B)(6). No further info is expected. The overall outcome of events was "unk".

Manufacturer narrative:
Analysis result: product: novolog flexpen, lot no: vzf0371, drug conclusion: , cartridge/reparation: the returned product was examined visually. Furthermore, the parameters identity, assay, degradation, and insulin aspart related impurities were examined. Nothing abnormal was found. No sign of leakage or crack was observed. Device conclusion: pen parts/mechanism: visual and functional examinations were performed. The dose accuracy was measured by weighing. The result was within acceptable limits. During testing of the device, it has not been possible to detect any irregularities. The pen has a gap between the piston and the piston rod, which is above 12 iu. Product: novofine g30, 8mm, lot no: na, needle conclusion: during testing of the actual needle(s), it has not been possible to detect any irregularities. Case conclusion: please note that the needle received is one novofine g30, 8mm.